Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70, serial#: artisan surgical lead, 70cm description: 632265; model#: sc-4316, lot #: 17146847, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing a rash appearing in the upper thoracic area when the scs was turned on. The physician suspected the allergic reaction was due to the implant but was not sure if it¿s the paddle lead or the ipg. The patient underwent an explant procedure. No device malfunction was suspected.